Event description:
Pt received 100 mg of IV lasix in 5 hour period when IV pump was set to infuse 5 mg/hr of IV lasix. Rn hung new bag of lasix containing 100 ml and used the alaris pump and bd alaris pump infusion set (tubing). The lasix was run as a continuous drip at 5 mg/hr. The rn started the lasix medication on (B)(6) 2019 at 0227. The rn reports they changed ute volume to be infused from 100ml to 80 ml and verified the pump was running at the correct rate. On (B)(6) 2019 at 0616, rn reports IV pump was alarming with an air in line message and the lasix bag was empty. The pump also showed only 23.8mls were infused during this time when in fact around 100ml had infused into the patient. Additionally, we have had 3 other events since (B)(6) 2018 in which the IV infusion bypassed the programmed rate and infused the entire bag. All infusions were with the bd alaris 8100 model pump and the bd alaris pump infusion set. The first pump (B)(6) 2018, was sent to bd alaris for review and returned to us without the company finding an issue. The remaining pumps (event date: (B)(6) 2019 - serial number (B)(4), (B)(6) 2019 - serial number (B)(4), (B)(6) 2019, serial number (B)(4)) have all been sent to the bd alaris company for review.